Event description:
Additional information was received that the right femoral artery (rfa) was used as the access site for the delivery catheter system. Vascular issues were noted right after initial puncture of rfa. It was managed and the procedure continued as normal. Before the valve was implanted, the mean gradient was 9 mmhg. Moderate-severe aortic insufficiency was the primary failure mode of the surgical valve. Following the transcatheter aortic bioprosthetic valve implant, the residual gradient was approximately 15-19 mmhg.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted surgical aortic valve, a right femoral artery hematoma was identified after initial puncture. The dcs was then advanced to the aortic annulus, and the transcatheter valve was implanted in the previously implanted surgical valve. After implantation, valve under expansion was noted as well as a higher-than-expected residual gradient. Subsequently, a post-implant balloon aortic valvuloplasty was completed with a 22-millimeter (mm) non-medtronic (true) balloon. Final angiography then revealed that hemostasis had been achieved in the right femoral artery. An echocardiogram was also obtained, which reflected a mean gradient of 4 millimeters of mercury (mm hg) and no regurgitation.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-exolutfx-2329}; product serial/lot number:(B)(6); product type: {0195 - heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.